Event description:
Per the surgeon, the patient presented with skin breakdown over the implant site with a partial extrusion. The condition was not associated with any infection. The patient underwent revision surgery 2008. The doctor used cartilaginous tissue to cover the implant. There were no surgical complications.

Manufacturer narrative:
This is a final report.